Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was ­recurrent bilateral inguinal hernia. The patient underwent (illegible) recurrent bilateral inguinal hernia. The patient has had a revision, or a physician has recommended surgical intervention. Further details will be supplemented.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent bilateral inguinal hernia. It was reported that after onlay implant, the patient experienced nerve damage and pain. Post-operative patient treatment included repeated ilioinguinal nerve block performed due to ilioinguinal neuralgia of the right side.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernia. It was reported that after implant, the patient experienced nerve damage. Post-operative patient treatment included ilioinguinal nerve block performed due to ilioinguinal neuralgia of the right side.